Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed the right ventricular lead exhibited high lead impedance. The patient was brought to the clinic; upon device interrogation, intermittent capture and ventricular noise resulting in inhibition of pacing was observed. The patient was asymptomatic to the event. The physician suspected clavicular crush. The lead was capped and replaced on (B)(6) 2017. The patient was in stable condition post procedure.